Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was unable to be duplicated. A faulty cable unit was found causing an intermittent discoloration and noise on the image. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A surgical supply coordinator at a user facility reported that the image did not appear and that the camera focus was not working while using a camera head. The problem was first noticed before a procedure. There was no delay in the procedure in which the subject device was used. The intended procedure was completed. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus was not able to conclusively determine why the cable unit failed. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.